Event description:
On (B)(6) 2010, due to stable angina and positive stress test, the subject underwent the index procedure with the deployment of two drug eluting stents one each in the internal mammary artery and proximal left anterior descending native coronary artery. Post procedure residual stenosis was 0 % with timi 3 flow in both the lesions. The subject did not receive peri-procedural loading dose of the thienopyridine medication. On (B)(6) 2010, at the start of the study the subject received the study medication maintenance dose of clopidogrel dose 75.0 mg. On (B)(6) 2010, the subject was started on aspirin dose 325.0 mg. On (B)(6) 2010, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject experienced the event of unstable angina 329 days following the index procedure. The event was reported with the serious criteria of initial or prolonged hospitalization. It was reported that the subject presented with a two week history of increasingly frequent, longer lasting and more easily triggered exertional angina. The subject was admitted with unstable angina. It was reported that the pain was retrosternal, pressure like, 8/10 in intensity radiating to the left scapula. The subject was not interrupted on the study drug and aspirin. On (B)(6) 2011, the subjects cardiac catheterization revealed normal left ventricular systolic function, a new lesion in the mid left anterior descending artery (lad) just beyond the distal edge of the previously placed stent and restenosis of the stented distal internal mammary artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The subject underwent percutaneous coronary intervention (pci) with one drug eluting stent (des) to the distal left internal mammary artery graft and one des to the proximal left internal mammary artery graft. It was planned that the subject would be placed on heparin drip for unstable angina. It was reported that the subject was hemodynamically stable on intravenous heparin. It was reported that the subject had mild leukocytosis which was considered secondary to cardiac reasons. The subject was discharged home in good condition. No additional information was provided. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.